Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent open total knee replacement procedure (repair surgery) . The sutures broken prematurely into few pieces, and strands of the suture of approximately 2 to 4cm long seen hanging free at the level of dehiscence. Suture is friable at time of removal. The sutures were applied to quadriceps musculotendinous region proximally and medial parapatellar capsular layer distally. Repair of the dehiscence was done as a surgical intervention. The wound was closed with the suture. The patient was discharged a few days after the procedure. The patient outcome is alive, no injury. Patient is recovering well, wound was clean and muscle strength is improving.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open total knee replacement procedure. The wound was closed with the suture. The patient was discharged a few days after the procedure. The sutures broke down prematurely and the patient had to undergo a repair procedure. The patient outcome is alive, no injury.